Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hemopro 2 extension cable cord/coupling is off. There was no patient involved, no lot/serial number available. No patient information is available.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hemopro2 extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The extension cable was returned with both cable connector collars attached. One of the connecter collars of the extension cable was observed to be loose. The connector collar was easily dislocated from its original position, leaving the inner component exposed. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break; cord break".

Event description:
The hospital reported that the hemopro 2 extension cable cord/coupling is off. There was no patient involved, no lot/serial number available. No patient information is available.